Manufacturer narrative:
The electrode lot number and expiration date were not provided. The customer indicated that the deionizer presented a series of alarms. The filters and pump were replaced, the electrodes were changed, and weekly maintenance was carried out. The field service representative primed the reagents, performed an air purge, and performed mechanism checks. He checked the water pump pressure and gear pump pressure. He replaced the sample needle. He also checked the pipes with the green rack. After maintenance was performed on the deionizer, the calibrations, ise checks, and controls were acceptable. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable na electrode results for many patient samples on a cobas pro ise module. One example was provided. The initial result 153 mmol/l and the repeated result was 143 mmol/l.